Event description:
The complainant stated that the head of the bed could not be raised.

Manufacturer narrative:
The technician isolated the issue to a sticking head up valve. He replaced the head up valve to repair the bed.